Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Longevity and functional testing were normal with no anomalies found.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No changes or interventions were reported. There were no patient consequences.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. There were no patient consequences reported.